Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the open exploratory lap with partial stomach removal, the reload made a cracking sound and then locked up and got stuck while being fired. The retraction tool would not work due to the reload breaking at the adapter. Another stapler had to be used to cut around the reload and allow it to come off. Additional resection and re-stapling was performed to resolve the issue and complete the case. The surgical time was extended for 30 minutes.

Event description:
According to the reporter, intraoperatively, the reload made a cracking sound and then locked up and got stuck while firing. Retraction tool would not work either due to the reload breaking at the adapter. Another stapler had to be used to cut around the reload and allow it to come off. Additional resection and re-stapling was performed to resolve the issue and complete the case. The surgical time was extended for 30 minutes.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigphandle, sig power sigphandle handle (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.